Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the scroll compressor and the temperature sensor probe. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm. The customer was advised to switch to a back up iabp unit. There was no patient harm and no adverse event was reported.